Event description:
It was reported that an unspecified issue occurred. The patient experienced an adverse event and only vague details were available. The patient contacted technical support on (B)(6) 2024 to request sensor replacements. He indicated that the doctors at the hospital removed two of his sensors. During the call he stated he was admitted to the hospital because ¿his sugar was low.¿ at the time of the event, he was alone in a grocery store. At some point he lost consciousness and was transported via ambulance to the hospital for unspecified treatment. He remembered a few details of the event. The patient ended the call abruptly. Additional attempts from medical safety was attempted to obtain event details were unsuccessful. The insertion location and duration of sensor use were not provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.